Manufacturer narrative:
Results: the pet lock was intact on the proximal end of its pusher assembly. The pusher assembly was kinked approximately 75.0 and 117.0 cm from the proximal end. The embolization coil was intact with its pusher assembly and had offset coil winds. Conclusions: evaluation of the first and second smart coils revealed that the embolization coil winds were offset. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, damage such as offset coil winds may occur. Further evaluation of the first returned smart coil revealed that the introducer sheath was ovalized. The root cause of this damage could not be determined. The ovalization in the introducer sheath prevented the smart coil from being re-sheathed and functionally tested. Further evaluation also revealed that both pusher assemblies were kinked. These kinks were likely incidental and may have occurred due to packaging of the devices for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns this report is associated with MFR report number: 3005168196-2018-02235.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician experienced resistance and was unable to advance a smart coil through the hub of a non-penumbra microcatheter and, therefore, the smart coil was removed. The physician then attempted to place another smart coil, however experienced the same resistance, and therefore, the smart coil was removed. The procedure was completed using another coil and another microcatheter. There was no report of an adverse effect to the patient.